Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient complained of chest pain felt when eating and drinking. The patient's diagnosis was barrett's esophagus, breakthrough gastroesophageal reflux disease (gerd). The customer and the physician have tried waiting less time of 15 seconds instead of 30 seconds as specified in the user manual for the tissue to fill the suction chamber in an attempt to reduce discomfort. The patient felt better once the capsule was removed using a cold snare and the procedure will not be repeated.